Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, mesh erosion, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, recurrent urinary incontinence, disability and has undergone additional surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The IFU states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." Patient codes: 2371, 2348 - not labeled. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent mixed incontinence, frequency, urgency, urine dribbling, nocturia, vaginal bleeding, urinary retention, pain in vagina, overactive bladder, urine odor, moderate cystocele and rectocele, dysuria, recurrent urinary tract infections, clostridium difficile colitis, flank pain, pelvic burning, low back, anterior abdominal pain and bowel problems.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced abdominal pain, burning (burning sensation), dysuria, frequency or urination, urgency of urination (urinary urgency), infection, nocturia, odor, recurrence of urinary tract infection, reoccurrence of prolapse, stress urinary incontinence, headaches, over active bladder, urge incontinence, urinary incontinence, urinary leakage, urine dribbling, passing blood from vagina, mixed urinary incontinence, moderate urinary stream, suprapubic discomfort, cystocele, rectocele (prolapse), urinary retention, frequency-urgency syndrome, vaginal pain, back pain, dry mouth, leg swelling (swelling), shortness of breath, malaise, fatigue ((B)(6) 2014), and required nonsurgical and additional surgical interventions.